Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause for the increased intra-peritoneal volume (iipv) found in the logs was determined to be insufficient drain - one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During initial assessment of a returned homechoice device, evaluation, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010, during drain cycle 3. The drain volume was 4026 milliliters (ml). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.